Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented to the hospital with ventricular tachycardia. Upon review, it was noted that the patient's device delivered both high voltage therapy and antitachycardia pacing for the ventricular tachycardia but the patient's rhythm was not converted. The patient became unconscious and required chest compressions. Right ventricular lead oversensing of noise was noted during the compressions which led to therapy inhibition. The device was programmed off. The patient was being monitored but unconscious. Lead revision plans were discussed. No further information was provided.